Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the fifth inflation at 14 atmospheres for several seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient injuries reported and the patient was in good condition post procedure.